Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to greatbatch for evaluation. Once the device is returned and the investigation is completed, a follow up medwatch 3500a will be submitted. Complaint information provided by (B)(6). Event occured in (B)(6). Device not yet received by manufacturer.

Event description:
It was reported that during an unknown patient procedure, the surgeon reported the reamer was showing early signs of wear and tear. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The device shows evidence of dull cutting surfaces from end of life. Manual surgical instruments have a limited life-span which is generally determined by wear and damage due to repeated intended use. A manufacturing review was completed and there were no discrepancies found. No further investigation is required. (B)(4).